Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A left ventricular (lv) lead revision was planned due to loss of lv capture. X-ray imaging revealed that the lead was displaced in the atrium. During the procedure, the physician could not obtain venous access on the patient's left side so the procedure was aborted. A second procedure was performed and a new lv lead was placed. The old lead was explanted and discarded by the user. The patient was in stable condition.